Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced small vaginal mesh exposure and the mesh was excised under local anesthetic.